Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign objects were noted in the channel mount unit. Due to clogging of ch-tube, suction volume did not meet the standard value. Likewise, forceps could not be inserted due to clogging of the ch-tube. In addition, plastic distal end cover dent/scratch, forceps channel port scratch, flexibility adjustment ring scratch, grip scratch, switch box scratch, section cover unit scratch, and section cover case unit scratch were observed. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii colonovideoscope channel for forceps insertion is clogged. The event occurred during procedure and a similar scope was used. During a standard service inspection of the customer returned device, foreign objects were noted in the channel mount unit. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: since clip was erroneously suctioned during procedure, the clip was stuck in the mount unit. Since clip was suctioned while jaw of clip opened, the clip was stuck in the mount unit. Since cleaning brush used at the user facility did not match with diameter of the channel, discharge of the clip was difficult. The instructions for use (IFU) of the subject device states not to suction solid matter or thick fluids, and measures for clip suctioned as follows: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." User is able to detect existing clip inside biopsy channel, and to prevent the suggested event before procedure by handling device in accordance with the following IFU (operation manual): "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Although the kind of clip could not be specified, in case the clip (hx series etc.) Made by olympus was suctioned by device, possibility of clip stuck in the biopsy channel and measures for the stuck clip were described in the following IFU: "chapter 3 preparation, inspection and operation clipping tissue:when aspirating body fluid via the endoscope, be careful not to aspirate a clip or clip connector which has been dropped inside the body cavity, as this could clog up the suction channel or cause the clip/clip connector to be stuck in the suction valve and disable the endoscope¿s suction function. If a clip or clip connector is accidentally aspirated into the endoscope, follow the procedure given in ¿removal of an aspirated clip or clip connector¿ on page 41." Although kind of clip could not be specified, in case resolution clip made by boston company was used, procedure in IFU forbids to retrieve unsheathed clip via biopsy channel: "caution: do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result." Olympus will continue to monitor field performance for this device.